Event description:
It was reported that two fixation pins broke off during the surgical procedure. The broken pieces were left inside of the patient's vertebral body, and could not be retrieved.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.